Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product related to this event to perform failure analysis. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline cracks on the l/r button exhibiting damage of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and the gears were confirmed to be binding. The camera instrument adapter was removed from the endoscope housing and analyzed and found to have a damaged bearing within the camera instrument adapter shaft as a result of the excessive friction. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board. The complaint that the image was upside down was not confirmed and the other findings were unrelated to the reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the image was upside down on a 30-degree endoscope. The customer had to restart the system to correct the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: issue occurred on 25-sep-2023. Issue occurred after ports were placed in patient during the surgical procedure. Unsure of surgical task being performed. The image was upside down and the system had to be restarted to correct the image. The surgeon did confirm correct orientation of scope when installed everything was working correctly prior to the image becoming upside down procedure was completed with same scope.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.